Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the gripping section of the device was confirmed to be fractured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the detachment of the grasping section of the device was likely due to the following: 1. An excessive force (in the direction for opening) was applied to the grasping section. This caused the grasping section to detach from the shaft. 2. Since a force (in the twist direction) was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar.¿ ¿should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a laparoscopic cholecystectomy, the probe tip broke and fell into the patient's abdominal cavity and was removed immediately by the medical staff using forceps. This created a 2 minute delay. The device was inspected prior to use and there was no abnormality noted. The procedure was completed with a back up (same) device without delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the updated investigation, it is likely that the reported event occurred due to the following mechanisms: 1. Excessive load was applied to the grip part in the direction of opening, causing the fulcrum pin to deform and the grip part to come off from the insertion part. 2. With the grip part detached, the jaw rear pin came loose, causing the grip part to fall off. Additionally, the gripping part was not returned, and it was not possible to determine what caused the jaw rear pin to come off. Therefore, the specific root cause of the reported event could not be determined.